Manufacturer narrative:
Insulin pump passed displacement test. Hardware low level failure alarm confirmed in the pump history and during self test due to broken trace at u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures. Customer was able to successfully clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.